Event description:
It was reported that the patient was readmitted for anemia and gastrointestinal (gi) bleeding. An enteroscopy was performed. No lesions, no blood, no melena, and no arteriovenous malformation (avm) seen on the enteroscope. The gi specialist suggested a hemoglobin iron supplement. The patient received multiple transfusions. The patient's international normalized ratio (inr) was subtherapeutic to prevent recurrence. No alarms were seen on the left ventricular assist device (lvad). The patient was discharged home in stable condition and was instructed to call if any signs of recurrence were noted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.